Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm which had been previously repaired with a homemade stent graft that had migrated. The proximal neck was 20 mm in diameter. The right iliac artery was 21 mm in diameter and the left iliac artery was 15 mm in diameter and the access vessels were severely tortuous. The homemade stent graft was implanted six years ago followed by a fem-fem bypass. An attempt to deploy an endurant (B)(4) aortic extension was made; however, the physician could not track the delivery system to the target legion due to a strong kink in the homemade stent graft. Upon removal of the delivery system, it was noticed that the tapered tip had detached from the delivery system. A portion of the tapered tip lumen was still within the delivery system, allowing it to be removed successfully. The stent graft was not deployed in the patient. Another endurant (B)(4) aortic extension was able to be tracked to the target legion and deployed; however after removal of the delivery system there was no tapered tip on the delivery system. It was confirmed that the tapered tip was still on the guidewire. A catheter was inserted through the brachial access, pushing the tapered tip through the anatomy and allowing for retrieval. Additionally, an endurant iliac extension was deployed without issue. At the end of the procedure, the physician commented that he understood he was deploying in severely tortuous anatomy. No additional clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed: the stent graft was still loaded. The slider and the backend wheel were in the starting positions. There was a severe kink on the sheath the stent stop at 8.5cm from the edge of the graft cover; otherwise, the device was unremarkable. During evaluation the tip came off with little pulling. The tip appeared to have broken off at the stent stop. A 0.035"guide wire was inserted through the backend and stopped at the kink area at the stent stop. Blood was observed leaking at the stent stop as the wire was being passed, which implied that the inner member was damaged at the kink area. The stent graft was deployed in the lab without any issues. The cause of the event is most likely related to the tortuous vessel anatomy. The kink at the stent stop likely contributed to the detachment.

Manufacturer narrative:
Evaluation, method: (films). Evaluation, results: incorrect technique/procedure (attempting to pass the delivery system back through the sheath). Evaluation, conclusion: operational context contributed to event (attempting to pass the delivery system back through the sheath).

Event description:
Films (angio video) during implant was received and reviewed. A previously implanted home-made (hm) stent graft is seen in the distal aaa sac extending into the right iliac. The proximal portion of the stent graft was severely angulated to approximately 90deg. After obtaining wire access, the hm stent graft was ballooned along its length. The first endurant device (iliac extension) was brought up through the hm stent graft, and was deployed with 2 stent rings proximal to the hm device. The tip was recaptured and the delivery system was pulled out of the hm device fairly smoothly. The second device (aortic cuff #1) was then attempted to be advanced through the devices; however only the tip was able to pass through the previously implanted extension. Attempts to push the device were unsuccessful; a noticeable kink was seen at the distal end of the stent stop. The device was unable to track completely through and was then removed from the patient. It is assumed that the guidewire lumen broke at some time during its removal. A sheath is then tracked up past the iliac limb, which allows for tracking of the 2nd aortic cuff. The device is deployed below the renals; the stent graft is delivered with minimum distal overlapping of the extension "one stent ring". During pull-back into the sheath the tip is getting caught at the hm device (angulated section inner curve), and could not be captured into the sheath. Attempts to push the graft cover forward was followed by pushing delivery system forward. The tip was then pulled back fast while pushing the sheath forward. It appeared that separation of the tip from the delivery system occurred when attempting to pass the delivery system back through the sheath; the spindle got caught on the edge of the sheath. A third device was then implanted across the minimal overlapping section of a-cuff and the extension, also overlapping the hm stent graft. The device was successfully deployed, but there appeared to be removal difficulties again related to the angulated hm stent graft. After ballooning within all components, final angio showed no obvious endoleaks or other stent graft issues.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (catheter breakage), patient's condition affected effectiveness of device (severely tortuous iliac arteries), (tapered tip), device failure/lack of effectiveness related to patient condition (severely tortuous iliac arteries), device failure directly contributed to event (tapered tip).